Manufacturer narrative:
This report is based on information provided by post market vigilance investigation personnel. One rfa1530 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that the temperature was not shown on the screen. The reported condition was confirmed. The investigation found the sample did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. The failure identified is captured in the current risk management file # (B)(4). No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that initially, the temperature was not shown on the screen. However when the connection between the antenna and the generator was loosened, the temperature was shown. There was no patient injury.